Manufacturer narrative:
(B)(4): on an unreported date in (B)(6) 2015, the patient experienced an inguinal hernia. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced an inguinal hernia coincident with automated peritoneal dialysis therapy. It was not reported if the hernia occurred after beginning automated peritoneal dialysis therapy or prior to initiating automated peritoneal dialysis therapy. The cause of the hernia was unknown. It was not reported if the hernia worsened with peritoneal dialysis therapy. The hernia was manifested by abdominal distortion. On the last day of the month prior to the receipt of this report, the patient underwent a same day surgical procedure to repair the inguinal hernia. The patient was not hospitalized for the procedure. It was not verified that dianeal therapies were ongoing prior to surgical intervention, but on an unreported date post-operatively, dianeal singlebag therapy was reduced but remained ongoing and dianeal ultrabag therapy was ongoing. The patient was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.